Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) advised the home patient (hp) air had entered setup. The hp disconnected during dwell and reconnected during drain. The tsr had the hp recycle the power and se 2367 alarmed. The tsr had the hp close clamps/transfer set and recycle the power to press go to start. The tsr advised the hp to inform peritoneal dialysis registered nurse (pdrn) of system error 2240 and may complete therapy with manual exchange. Therapy ended. The samples are unavailable for evaluation. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected during dwell and reconnected during drain. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination.per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.